Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose (bg) level was impacted (over 400 mg/dl). The customer delivered a correction bolus prior to the pump shutting down. It was indicated that the customer would contact the health care provider to obtain alternate insulin therapy.